Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. Excessive vault. Elevated iop. Was observed. Post op managed medically and yag laser provided. Additional information has been requested but none has been forthcoming.